Event description:
The customer reported they were receiving an error code during several procedures requesting them to shut the system down and reboot it in 5 seconds. They were unable to tell us what the error was.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.